Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was to be used for bile duct drainage in the common bile duct. The physician noticed a kink in the pigtail when he was straightening the pigtail. (The device was not in contact with a wire guide yet). Therefore, another device was used instead. N/a - prior to patient contact. Physician's comment: I think it was a matter of product itself. Sales rep's comment: it is possible that the product itself has potential. Since dr. (B)(6) at (B)(6) university who is experienced in using the device was present at the procedure, I do not think the way of use caused the event. Sales rep's request: please provide a possible cause of the event on the investigation tab. Additional information: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? Unknown. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use) was the package damaged? Unknown.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot number c1904783 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22nd april 2022 . Severe kinks noted on the 2nd and 5th portholes of pigtail curl on tapered end. A 0.035 inch wire guide does not pass the kinks. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1904783 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1904783. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation date on 22 apr 2022. Visual inspection: pigtail straightener returned removed from the stent. Severe kinks noted on the 2nd and 5th portholes of pigtail curl on tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. No impact ae assessment.